Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump battery was warmer to the touch than anticipated. Blood glucose was not reported.